Event description:
The facility returned the device for service. During service the baxter repair technician reported depleted. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter event event. No add'l info is available.